Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the likely cause of the reported events are due defective coupler, a printed circuit board, and a faulty transmission and receiver (tx/rx) module. However, a root cause of the component failure could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during evaluation of the video center system, a flickering screen, an error e226 and there was no image displayed. There was no patient involvement.